Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found recorded a battery depletion alert and reached end of life (eol) battery status. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this patients device depleted from 20% to 7% battery after approximately two months. There were concerns of premature battery depletion, however analysis confirmed that the device was depleting normally. System was upgraded to a transvenous system. No adverse events. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.